Event description:
The customer contacted physio-control to report that their device had a white display when powered on. A white display is indicative of a device lock up and, as a result, defibrillation would not be possible, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u2. The sc pcb assembly was an ancillary part and there was no failure of this assembly.